Event description:
It was reported by service report that the fowler won't go up or down. No adverse consequences have been reported.

Manufacturer narrative:
Result: the user facility removed a portion of the litter. This may have caused the unit to have the fowler issues that were reported. Conclusion: the service tech did not service the unit due to the user inflicted damage. It was recommended that the unit be scrapped.